Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing during episodes of atrial fibrillation was observed on the right atrial lead. Low p wave measurements were also noted. The lead is scheduled to be reprogrammed and remains in use. No patient complications have been reported as a result of this event.